Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, unable to perform leaking test, distal end insulation unable to perform due to bending section rubber issue, distal end cover stain/scratched, bending section rubber glue crack/lifted/peel, and scope image off the center. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the oes cystonephrofiberscope rubber tip blew off. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event.

Event description:
The event occurred during preparation for use, prior to a cystoscopy diagnostic procedure. It was reported that the procedure was completed using similar device with no delay.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field updated: event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the loss of the tip occurred due to the same cause as other breakage. It is unclear whether the fall off was due to stress, handling, or other factors. Therefore, the root cause could not be determined. This supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.